Event description:
It is reported that zimmer bone cement was being used during surgery in 2008. After releasing a tourniquet, the patient's blood pressure went down and a rash developed. The surgeon believes that the patient may have had an allergic reaction to the bone cement.

Manufacturer narrative:
Evaluation summary: exact cause for the rash cannot be confirmed without medical tests. Contraindications to bone cement are mentioned in the packaging insert. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.